Event description:
The harmonic scalpel (ace lap shears) was being used when the shear broke off inside the patient. This was noted when the shear would not cut. The device was removed from the patient and the surgeon noted the broken shear. The broken piece was retrieved from the patient. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for observation of the product by calling my number below. The reason is that this one broke off in the patient and the piece had to be retrieved. I am not confident that the patient will not have subsequent problems. Thanks, (B)(6).